Event description:
Boston scientific crm received information that this pacemaker was explanted and replaced due to concerns about device longevity. On (B)(6) 2010, the battery had 1.5 years remaining (2% rv pacing). On (B)(6) 2010, the patient was hospitalized due to a syncopal episode (it was not believed to be related to the device because the magnet rate showed the patient's rate was 100 bpm and the device had not triggered ert) and upon examination, the battery life was found to have decreased to less than 0.5 years (3% pacing). No allegation was made against the device, the patient is not pacemaker dependent and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Based on the available parameters, we would have expected the device to last 9.0 years; in this case, the device was implanted 8.9 years, it had not yet declared elective replacement time, and the device was on track to meet nominal longevity. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.